Event description:
It was reported that a revision surgery was performed due to a loose femur.

Manufacturer narrative:
It was reported that a revision surgery was performed due to a loose tibia. The associated devices were not returned for evaluation. Therefore a product analysis could not be performed. It was reported that the hospital could not provide the device details. As device details were not made available, device history record and complaint history review cannot be completed. Our clinical analysis noted that photos of the explanted devices were submitted, which showed material wear and deformation on the articular surface. The supplied x-rays support the tibial loosening. The reported tibial loosening can account for the reported extensive soft tissue damage and bone thinning and destruction but an inflammatory reaction to metal debris could also cause the reported loosening so the root cause cannot be confirmed. A debridement was done to take care of the soft tissue damage. The patient's current condition is unknown. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.